Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date of (B)(6), 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, upon opening the snare inside the patient, the snare loop was broken and it lost its shape. The snare was removed and procedure was completed with another cold snare. There were no patient complications reported as a result of this event.